Event description:
Customer sent device in with report of channel error. Multiple attempts were made to request info of any pt event related to the return of the device; however, the customer did not respond to the requests. During servicing, residue was found on the occluders and pumping fingers.

Manufacturer narrative:
MFR's report date: 9/28/2010. (B)(4). Inspection of the internal components of the device found sticky brown residue on the mechanism assembly (pumping fingers and occluders) consistent with a fluid ingress condition. This resulted in the pumping fingers becoming sticky and causing the reported channel error. The mechanism sub assembly was replaced to resolve the issue. The device was returned to the facility after passing all required service level testing.